Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: femoral locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had a left knee removal of previously placed distal femoral locking plate and multiple screws, left knee complete total knee arthroplasty resection, and left knee revision, total knee arthroplasty converting to a distal femoral replacement rotating hinge total knee arthroplasty to address left distal femoral fracture nonunion, now with fractured hardware and pain. Operative reported that patient had one fracture plate and multiple screws removed, a total of six screws in the remaining of proximal plate was removed without any problems. The patient outcome was unknown. Concomitant device reported: unk-screws (part # unknown, lot # unknown, quantity# 6). This complaint involves (1) device. This report is for (1) unk - plates: femoral locking. This is report 1 of 1 for complaint (B)(4).